Event description:
The plaintiff's attorney alleged that the pt experienced sudden cardiopulmonary arrest on the same day of last dialysis treatment and subsequently expired that day. It was reported that the event occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.